Event description:
During index procedure the patient had 2 endeavor sprint drug-eluting implanted to the ramus. Approximately 18 months post index procedure the patient suffered a mi. The reported mi was related to the target vessel. Seven days post mi, the patient underwent target vessel/lesion due to restenosis. An endeavor stent was implanted. Investigator indicated that both events were definitely to the study device.

Manufacturer narrative:
Results: myocardial infarction, revascularization. Conclusions: myocardial infarction, revascularization. (B)(4).